Event description:
Upon review of the patient's programming history, it was noticed that two faulted systems diagnostic tests occurred on (B)(6) 2003 after interrogation and the patient left the office at unintended therapy and had not been receiving any therapy. Upon initial interrogation on (B)(6) 2004, the patient's output current was at 0ma (0/20/500/30/5/0/500/30). The settings were corrected on (B)(6) 2004 to the previous settings (0.25/20/250/30/5/0.25/250/30).

Manufacturer narrative:
Analysis of programming history confirmed event.